Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f select catheter (6f select). During the procedure the physician advanced the 6f select 6f through a non-penumbra sheath with no issue; however, while retracting the 6f select, the physician experienced resistance and the select 6f became stuck and unable to exit the sheath. Therefore, the physician removed the sheath with the select 6f stuck inside, and completed the procedure using a new select 6f and a new non-penumbra sheath . There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: here was no visible damage to the neuron 6f select catheter (6f select). Conclusions: evaluation of the 6f select revealed that the od was within specification. The ring gauge (fx-3491) was advanced and withdrawn over the select, and resistance was not experienced. Therefore, the 6f was within specification. The root cause of the 6f select getting stuck inside the non-penumbra sheath during retraction could not be determined. The non-penumbra device was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.